Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient had been having a rough time "pottying" all over themselves, going so many times through the night every hour, and leaking. They had been trying to use the programmer for four days, and they wanted to get it back on track on program 4 where it was supposed to be. The patient was worked with to sync with their ins, and reported stimulation was off on program 1 at 1.1 volts. They navigated to program 4, and stimulation was at 0.0 volts. The patient turned stimulation on. After syncing and repositioning again, they reported poor communication. They changed the batteries and were successful to connect, and increased to 1.2 volts on program 4. They confirmed they were feeling comfortable stimulation in their bike seat area, and they would monitor their symptom results and continue working with their doctor and program settings if needed. The patient's relevant medical history included they had "like three surgeries." Clarification around this was not asked due to the nature of the call being focused on resolving the reason they were calling, and the patient was confused. They were redirected to their healthcare provider.

Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.